Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw was chosen for implantation. Transseptal puncture was an aorta hugger so "+" knob was applied to the steerable guide catheter (sgc). Patient also had rotated heart. Due to this, the clip was unable to steer down perpendicular to the valve. The clip was attempted to be rotated but it was seen in 3d imaging that the clip was not rotating counter clock-wise or clockwise and instead the clip exhibited an unusual vertical/axial rotation as it was tilting out of the mitral plane. It was decided to abandon the procedure and the clip was removed. Procedure ended with unchanged mr and no patient consequences or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unintended movement (dc shaft positioning) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.